Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported that the cause of the type ia endoleak was unclear, however a slight migration of the stent graft was suspected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted in a patient for the endovascular the treatment of a type ia endoleak. A non-mdt device was also implanted during the procedure. An endurant stent graft system was previously implanted in the patient approximately seven years previously for the treatment of an abdominal aortic aneurysm. The aneurysm currently measures 36mm, neck length is 10mm and neck angulation is 30 degrees. There was no thrombus or calcium noted at the seal zone. There were no endoleaks reported at the end of the procedure. No additional clinical sequelae were reported and the patient is fine.